Manufacturer narrative:
The event date was estimated, the site was only able to provide the month and the year of the event no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a fall resulting in bleeding at the driveline exit site. Driveline cultures were (B)(6) for (B)(6). The patient was treated with minocycline and levofloxacin. No further information was provided.

Manufacturer narrative:
Section b3: correction section b5: additional information manufacturer's investigation conclusion (additional information): a direct cause for the reported fall, bleeding, and infection could not be conclusively determined through this evaluation. Per the vad coordinator, vad-20629 was exchanged on (B)(6)2020 (reference MFR # 2916596-2020-00139). The hmii IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. Additionally, care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's fall was due to syncope which was possibly due to orthostatic hypotension from overdiuresis with injury at site of driveline infection. The patient experienced purulent drainage and the culture grew pseudomonas in addition to methicillin-resistant staphylococcus aureus (mrsa). The patient underwent a computed tomography scan of the abdomen and pelvis. The driveline infection was treated with bactrim then changed to minocycline due to elevated creatinine.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported event could not be conclusively determined through this evaluation. The hmii IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. Additionally, care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU. The heartmate ii lvas IFU and advises the patient to route the patient cable so it will not cause a tripping or falling hazard. Additionally, it is advised that if the power module patient cable remains connected to the power module when not in use, make sure the power module patient cable does not become damaged, dirty or wet, and is placed to ensure the patient does not trip or fall. No further information was provided. The manufacturer is closing the file on this event.